Manufacturer narrative:
This report is submitted on march 16, 2022.

Event description:
Per the clinic, the patient developed an infection (abscess) at the implant site (specific date not reported) and was subsequently hospitalized (specific date and duration not reported). The patient underwent a revision surgery (specific date not reported) however, this did not alleviate the problem and an abscess was observed again. The patient was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.